Event description:
It is reported that, the device was implanted in 2006, a post-po x-ray taken two weeks later, revealed that the glenosphere head has begun to disassociate from the glenoid baseplate. Device remains implanted. A revision surgery is not scheduled at this time.

Manufacturer narrative:
Section f was completed by the MFR. Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.